Manufacturer narrative:
The caster was replaced to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, the wheel castor is broken. There was no reported patient involvement.